Event description:
This is a report of a crack in a minicap that was noticed during use by a patient while performing peritoneal dialysis (pd) therapy (details not provided). There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated. A visual inspection was performed and a crack was noted in the minicap. No issues were found during functional testing. The dimensional inspection of the device found the all dimensions to be within specification. The supplier will be notified of the event. An assignable cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.